Manufacturer narrative:
Section h5 - labeled for single use: corrected section h6 - medical device problem code: corrected section h8 - usage of device: corrected manufacturer¿s investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on reported event of date of 09jan2025 and 19jan2025 was reviewed. The system controller event log file captured low power hazard/no external power alarm events that became active on 09jan2025 at 23:45:12 and on 19jan2025 at 22:17:21. The alarm activated due to a power loss from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored shortly after each occurrence and the no external power alarm cleared. Additional information reported the no external power alarm event on 09jan2025 at 23:45:12 was accidently disconnected from outlet power and on 19jan2025 at 22:17:21 was related to a loss of power from the outlet. Mobile power unit (serial # (B)(6)) was not exchanged, and the product will not be returned. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced a low voltage alarm followed by no external power alarm at 11:45 pm on (B)(6) 2025 and doesn't recall what happened. Log files were submitted for review. The event log captured power cable disconnect/low power hazard/no external power while on connected to the mobile power unit (mpu) on (B)(6) 2025 at 23:45. This was caused by power to the mpu being interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery functioned as intended. The alarms resolved upon mpu regaining power. Otherwise, there were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
A4- patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
A4 - patient weight not provided. B5 narrative information: section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that patient experienced another low voltage alarm and no external power alarm and was unable to recall the events. Log files were submitted for review and captured back-to-back loss of external power event while patient was connected to the mpu on (B)(6) 2025 at 10:17pm, which lasted for about 9 seconds. The low voltage hazard events were the result of slow discharge of the mpu capacitors once they suddenly lost power. The system controller switched appropriately to the emergency backup battery when external power was lost. These events appear to resolve once external power was completely restored. No other abnormal controller alarms or pump faults were seen in the log. The pump appeared to be operating as intended.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that for the no external power alarm on (B)(6) 2025 the ac power cord was inadvertently removed from the wall. For the no external power alarm on (B)(6) 2025 it was said that there was an environmental circumstance that affected ac power at the time of the event. The mpu had a v-lock connector on the ac power cord.